Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during a procedure performed on (B)(6) 2024. During the procedure, while attempting to place the cinch over the suture, both the suture and the cinch broke. Both the suture and cinch plug had to be removed with a grasper. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block 6: device code a0401 is being used to capture the reportable event of suture break.